Event description:
A malfunction alarm occurred with the customer's pump during use, and a specific error code was noted. The customer declined to specify if their blood glucose level exceeded 500 mg/dl, so no impact was reported. The customer attempted but was unable to successfully load a cartridge and resume insulin therapy. Tandem technical support assisted with instructions and decided to replace the pump. In the meantime, the customer would use multiple daily injections as backup therapy. They were guided on how to return the faulty pump and acknowledged the instructions.